Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarms and no delivery alarms. The customer stated that the drive support cap was protruding. Blood glucose level at the time of the incident was 150 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed however compromised force sensor system during prime and alarmed motor error during the basic occlusion test due to loose protruded drive support disk. Unable to perform excessive no delivery alarm due to motor error alarm noted. The motor was tested outside of the device and passed. No motor position encoder error alarm noted during our testing. The insulin pump passed operating current and displacement test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker and cracked battery tube threads.